Event description:
It was reported that the packaging on the skin staplers was damaged; created a non-sterile product which was unable to be used.

Manufacturer narrative:
Qn#(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related event.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The stapler was returned without its packaging. Since the packaging was not returned and pictures were not provided, the reported defect could not be confirmed for this sample. A device history record review was performed , and no relevant findings were identified. In summary, the reported complaint of "packaging damage - sterility compromised" was not confirmed based upon the sample received. The sample was returned without its packaging and no pictures were provided. Therefore, it could not be determined whether the package was damaged for this sample. The root cause of this complaint could not be determined. Manufacturer will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that the packaging on the skin staplers was damaged; created a non-sterile product which was unable to be used.